Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported to gyrusacmi via a uf medwatch (B)(4) that during an optical urethrotomy portion of the procedure, the knife tip on the urethrotome broke and remained in the tissue. The surgeon removed the knife in its entirety from the patient's tissue. There was no harm to the patient. An x-ray was taken and read as negative.